Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer's health care professional has made adjustments to the pumps' settings to correct the reported issue.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.